Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during interrogation of the device, the right atrial lead exhibited oversensing. The lead was capped and replaced on (B)(6) 2018 and the patient was stable before, during and after the procedure.